Manufacturer narrative:
The device was returned to zoll medical canada.the reported problem was verified. The front enclosure was repalced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to select energy level. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.